Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. The 3.5x18mm, 95% stenotic, concentric shaped, de-novo lesion was located in the non-calcified left circumflex artery. The physician deployed a 3.5 x 20 omega stent in the lesion and during the removal of the stent delivery system the shaft fractured and the balloon remained in the patient. The physician used a new coronary guide and a 2.5x15mm unspecified balloon to successfully remove the balloon fragment. The procedure resulted in an artery with non-significant lesion and good distal flow. No patient complications were reported and the patient¿s status is stable. This device is only ous approved but is similar to marketed u.s. Device.

Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. The 3.5x18mm, 95% stenotic, concentric shaped, de-novo lesion was located in the non-calcified left circumflex artery. The physician deployed a 3.5 x 20 omega stent in the lesion and during the removal of the stent delivery system the shaft fractured and the balloon remained in the patient. The physician used a new coronary guide and a 2.5x15mm unspecified balloon to successfully remove the balloon fragment. The procedure resulted in an artery with non-significant lesion and good distal flow. No patient complications were reported and the patient¿s status is stable. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluation: the omega catheter was received with a non-bsc balloon catheter. There was blood in the balloon. The stent was not returned for analysis, which is consistent with the reported information. There was a complete mid-shaft separation 7cm from the mid-shaft/hypotube bond. The fracture faces were jagged, which suggests that the separation may be related to tensile overload. Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to the separation. The mid-shaft was stretched adjacent to the mid-shaft/hypotube bond and twisted at the guidewire exit notch. The outer shaft was stretched and necked down onto the inner shaft adjacent to the guidewire exit notch. There was no evidence of any product quality deficiencies contributing to the damage on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).